Event description:
It is reported that the pt was revised approximately 8 years post-op due to disassociation of the locking pin.

Manufacturer narrative:
This report will be amended when our investigation is complete.